Event description:
IV tubing removed from sterile package intact noted to have white particulate matter inside tubing at upper y site. The white particulate matter migrated down tubing during priming. IV tubing was never used on pt.